Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Image fame rates / second occurence." Installed detector panel in test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: bi71000905, serial/lot #:(B)(6) rev. Aa medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000920, product ID: bi71000907. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the positioner motion control was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Image fame rates." Installed positioner motion control in imaging system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. The gantry door opened and closed successfully. Docking passed.2d and 3d images were successful. MDR codes: b01, c19, d14 return date: 2025-04-16 h3, h6) the mvs computer was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Image fame rates / second occurrence." Mvs (mobile viewing station) server passed bench test. Operating system and imaging system application 4.2.1 loaded successful. Bios (date and time) was good. Patient data removed. Observed slow booting process once. Installed mvs (mobile viewing station) computer in imaging system. The imaging system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. MDR codes: b01, c19, d14 return date: 2025-04-16 h3, h6) the motion control box was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint " image fame rates." Installed motion control box in imaging system test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No problem found MDR codes: b01, c19, d14 return date: 2025-04-16 h3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. " image fame rates." X-ray tube passed bench test. Visual inspection cracked in the cathode well. No cracks in anode or cathode well. Stator resistance, cathode and anode resistance were within spec. Installed in a system, and duplicated the issue. MDR codes: b01, c19, d14 return date:2025-04-17 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #:63713-2n rev. 1, ubd: , UDI#:, product ID:bi71000443r, serial/lot #:(B)(6), product ID:bi71000907, serial/lot #:(B)(6), product ID:bi71000444r, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) manufacturing representative went to the site to test the system, troubleshot the detector, collimator, cable chain, detector interface, umbilical cable, mobile viewing system mvs computer before determining that the focal spot of the x-ray tube was off from the factory. This was causing the issues where the tolerances of the slot were extremely small. Resolved by replacing the tube. Completed a system checkout and the system was operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system aborting images while stitching 2d long film images. An error would appear "image frame rates were below recommended levels. In troubleshooting, rebooting double time resolved. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443, product ID: bi71000180: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated that not a software issue. Complaint data analysis found the event is due to a hardware issue as per complaint data. With this customer being t<(>&<)>m and also in an escalated situation, and have leadership approval to bring in these parts and we¿ll update the quote with the part(s) that completes the repair and present that to the customer. Already sent us a po for the detector and it didn¿t fix the issue, so we won¿t have an issue invoicing the real parts that fix the system. Software functioning as designed. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Image fame rates. X-ray tube passed bench test. Visual inspection crack in the cathode well. No cracks in anode or cathode well. Stator resistance, cathode and anode resistance were within spec. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: (B)(6) rev. 1, ubd: , UDI#: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, bi71000442r, bi71000444r, bi71000874 serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.